Manufacturer narrative:
This report is submitted on july 20, 2021.

Event description:
Per the clinic, the patient experienced a burning sensation at the implant site. The device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.